Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter indicated that during a battery change the battery was noted to be warm to the touch. The reporter confirmed that there was no known damage and no sign of moisture ingress in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: the black box review shows a drastic voltage drop on 05/10/2013 from 1.53vp to 1.39vp. A discharged lithium ultimate energizer battery was return with the pump. A new battery was used and the pump was able to power up and to display verify screen. The pump was primed and exercised correctly. No overheating or alarms occurred during the course of test. External power supply was used, all currents drawings were found within the requirement. Pump was opened and inspected, no intermittent condition was found to the power circuit.